Manufacturer narrative:
Initial reporter state: address unavailable. Bd corporate state nj was used as its place holder. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that lower concentration of phenytoin on the pst tubes. Customer reported an issue of lower concentration of phenytoin on the pst tubes.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that lower concentration of phenytoin on the pst tubes. Customer reported an issue of lower concentration of phenytoin on the pst tubes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The observed reductions in phenytoin concentration in pst¿ and pst¿ ii tubes and carbamazepine in pst¿ tubes are consistent with other publications demonstrating that carbamazepine and phenytoin tend to decrease over time when stored in gel tubes. It is well known in literature that certain hydrophobic drugs, i.e., carbamazepine and phenytoin, may adsorb onto the gel of gel separator tubes, which could lead to reduced drug concentrations. However, these drugs may still demonstrate acceptable stability in gel tubes for laboratories, depending on several factors, i.e., the chemical and physical properties of the drug, contact time with the gel, volume of the sample on top of the gel, storage temperature, and gel type. Laboratories should evaluate if gel separator tubes are appropriate for the measurement of therapeutic drugs. This complaint is unable to be confirmed as a bd product defect. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.